Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the sample was returned. The balloon size printed on the balloon hub of the catheter identified the returned sample as a 8mm x 4cm balloon. The balloon appeared to have been previously inflated. Fiber disturbance was noted on the proximal cone, 6.0cm from the distal tip. No other anomalies were noted at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed with no issues. The inflation hub was connected to an inflation device, and an attempt was made to inflate the balloon with water. Upon inflation, water was observed exiting the balloon, approximately 6.0cm from the distal tip. The balloon was stripped of its fibers. A longitudinal rupture was observed 5.9cm from the distal tip. The rupture was examined under microscopic magnification and the rupture was measured to be 0.7cm in length. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a longitudinal rupture on the proximal cone of the balloon. The investigation is confirmed for material frayed, as the balloon fibers were frayed at the location of the rupture. Per the reported event details, the balloon ruptured at 27atm. The rated burst pressure (rbp) for this balloon size is 27atm. The current IFU (instructions for use) states "do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended." It is unknown whether the balloon was overpressurized past 27atm. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter, introducer sheath and guidewire (as necessary) as a single unit. Use of the conquest pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon allegedly ruptured longitudinally at 27 atms during the first inflation in a left upper arm dialysis graft. There was no reported difficulties in retracting the balloon through the sheath. Reportedly, another balloon was used to complete the procedure. There was no reported patient injury.